Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 660 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that a catheter event had been confirmed. It was confirmed that the patient's catheter migrated. A dye study showed the catheter had migrated cephalad and it was still intact (length was 135 cm). The issue was diagnosed via dye study. The patient was admitted to the hospital 5 days ago on (B)(6) 2018 with symptoms of acute respiratory failure, presumptive aspiration pneumonia, and new seizure activity. No further complications were expected or anticipated.